Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw detached and it was returned with the device, the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The condition of the I blade and the jaw prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade and the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, no coagulation and no cutting. They opened another like device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.